Event description:
Reporter indicated that vns patient has recently experienced very aggressive mood swings. The patient reportedly treatened family member with a knife. The patient has history of regular status epilepticus and has had a decrease in seizures with the vns therapy. Reduction in programmed output current and psychiatric evaluation were planned. Further follow-up revealed that the patient was placed in a psychiatric ward and was diagnosed with personality disorders. It was reported that no psychiatric syndromes were detected. The patient has started psychotherapy and no psychiatric medications have been prescribed to date. It was reported that the patient had no prior history if such disturbances.